Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the bolus totals do not match. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: a review of the black box showed the delivered boluses on each day correctly matched the total daily dose bolus history. A ten unit audio bolus and a ten unit normal bolus were performed and were accurately recorded in the bolus history and the bolus total daily dose correctly showed 20 units. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history showed 2 units and the total daily dose showed 48 units. No alarms occurred during testing. The complaint of the pump's bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).